Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 256mg/dl. The customer's expected fasting blood glucose test result range is 80mg/dl to 100mg/dl.the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is 05/20/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned about the result of 256 mg/dl on (B)(6) 2016 at 9:25 am. The customer is testing once a day (fasting) and is not on medication for diabetes. The customer actually has not been diagnosed with diabetes but the doctor is trying to prevent the customer from becoming pre-diabetic. The customer has made recent changes in diet and exercise regimen but no changes in the medication. The customer is storing the meter and test strips in the kitchen; informed the customer of the proper storage that is recommended by the manufacturer.